Event description:
It was reported that the 2800 system table would not move. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The leg extension were reinstalled during the service call. The system was found to be working as intended and put back into service.